Manufacturer narrative:
A ge representative evaluated the system and replaced the dap module. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying an intermittent dap fault. No patient injury was reported.